Event description:
Approximately three months post lead repositioning, low pacing impedance measurements were again observed as well as a rise in threshold values. The physician elected to reprogram for higher outputs in lieu of an additional lead intervention. No adverse effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a routine follow-up, low out of range pacing impedances values were exhibited with this right ventricular lead. The physician suspected the product had dislodged and/or migrated and would investigate the issue the following week. No adverse patient effects have been reported. Subsequently, the physician reviewed an x-ray of the lead location and confirmed no movement of the lead. Surgical intervention may follow. To adverse patient effects reported.

Manufacturer narrative:
(B)(4). Following receipt of additional information, this event will be further updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the physician elected to surgically intervene so as to reposition this lead due to continued low pacing impedance measurements. The lead was successfully repositioned; no adverse patient effects were reported either prior to, nor during the procedure. All lead measurements were acceptable post lead reposition.